Event description:
The catheter from a lumbar catheter accessory kit (lcak) reportedly tore when the guide was removed causing fluid to come out. The catheter was replaced. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.